Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is following up with the healthcare facility to retrieve additional information on the event and the device involved. A follow up report will be submitted upon receipt of new information.

Event description:
The manufacturer became aware through device tracking information that on (B)(6) 2018, a carbomedics reduced aortic mechanical heart valve r5-025 was implanted and then explanted intra-operatively. No allegation of device dysfunction nor patient injury has been received from the healthcare facility. No further information is available at this time.